Event description:
According to the customer, on (B)(6) 2024 the cesarean section drape had a "separation between its plastic and paper components as the baby was delivered".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the cesarean section drape had a "separation between its plastic and paper components as the baby was delivered". The customer reported due to the reported issue the "amniotic fluid and blood leaked down the bed". The customer reported due to the incident "compromising the integrity of the sterile field", prophylactic antibiotics were administered to the patient. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.